Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit cannot power on with ac or battery power. There was no patient harm.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10 additional customer contact phone: (B)(6) a getinge field service engineer (fse) evaluated the unit and confirmed the complaint. Fse reseated the power management board and the system was able to power on. Fse replaced power management board as a precaution. Fse then replaced safety disk and tidal disk as preventive maintenance (pm). Fse then tested the safety and functionality according to factory specifications and iabp was returned to customer for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received power management board with a reported unit failure of the iabp having no power. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications and the cardiosave service manual. The cardiosave was able to power on and charge the batteries with no issues. Fat could not verify the reported failure.the supplier is not able to test this revision for failure analysis due to it being obsolete.retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a